Manufacturer narrative:
Reported event: the event regarding broken orientation pin involving a restoris pst offset shell impactor was reported. The event was confirmed. Device evaluation and results: -visual inspection of the impactor shows the absence of the orientation pin (p/n 209369) which is welded to the connection shaft 209361. This allows the impactor to rotate freely within the end effector instead of locking in the impactor's orientation. There are remnants of weld left on the connector shaft showing the part was originally welded together. Figures are attached. -dimensional inspection was not completed as the failure of a missing orientation pin was visually confirmed. -functional inspection was not completed as the failure of a missing orientation pin was visually confirmed. Device history review: review of the device history records indicate 74 devices were manufactured and accepted into final stock on 9/23/2014. Npr 14-09-0050 was found in the records for l/n 029479. None of the non-conformances reported per npr 14-09-0050 were related to the alleged failure described in this complaint. Complaint history review: a review of the complaints related to p/n 209360, l/n 029479 shows 1 complaint related to the failure in this investigation, pr 969377. Tracking of complaints related to the weld failure for p/n 209360 wil be tracked through quarterly trend request # 671. Conclusions: the investigation concluded that the failure modes was confirmed.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that a component was missing from the shaft of the rio shell impactor. The surgeon used another impaction option to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that a component was missing from the shaft of the rio shell impactor. The surgeon used another impaction option to complete the case. The case was successfully completed and there was no harm to the patient.